Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sickness and sore throat. The patient did receive medical intervention and reported to have taken prescribed antibiotics. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.